Manufacturer narrative:
Result: bed required calibration.

Event description:
It was reported by service report that the bed lifts would not go down. No pt involvement or adverse consequences were reported.